Manufacturer narrative:
The device was not received for investigation. Therefore, the root cause of the incident could not be determined. Balloon rupture is a known complication with this type of product and is not an indication of a systemic issue with the product. As stated in the IFU: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, plaque, arterial dissection, and hemorrhage. Exposure to calcified plaques may increase the risk of balloon rupture. The IFU also states: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The production and traceability records for the devices were reviewed, and no issues were identified during manufacturing or packaging that could have caused or contributed to the reported event. All quality control tests were successfully completed and met established specifications. We have not received any other complaints of a similar nature for devices from this lot. Note: this is report 3 of 3 related to the third catheter used in the event.

Event description:
It was reported that the balloon of the syntel silicone embolectomy catheter - regular tip ruptured during use. The device was pre-use checked prior to the procedure. No patient injury was reported. Another device was used in replacement for the surgery. The device was not returned because it could not be confirmed whether the patient had a transmissible disease. Note: this is report 3 of 3 related to the third catheter used in the event.